Event description:
On 08/31/06, nellcor received a report where it was claimed that the cuff on the device developed a leak during use on a pt. The caller reported that the pt started to lose volumes on the ventilator. Upon inspection the clinician heard gurgling on inspiration. The clinician elected to replace the device. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report is not available for evaluation.